Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, b7 and h6 (patient, device). No code available use for medical device removal, surgical intervention.

Event description:
Pfs alleges numbness in legs and feet, corrosion and elevated metal ions however laboratory result is below normal level. After review of medical records patient was revised to addressed failed right total hip arthroplasty. Revision notes indicated corrosion between the head and neck taper junction. 10 colored foreign body reactive synovitis was noted around the joint. One of the fixation screws for the acetabulum was removed without difficulty, second screw have been partially stripped as this was backed out slightly. There was slight laxity in the hip noted thought to be due to anesthesia. Added medical history, laboratory result and 2 screws. Doi: (B)(6) 2009 dor: (B)(6), 2017 right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 24 dec 2018. (B)(4) has been reopened due to receipt of litigation records. In addition to what was previously reported, it is now being alleged that the plaintiff had elevated blood heavy metal ions secondary to corrosion and friction wear, injury, partial or complete loss of mobility and loss of range of motion. Added lawyer/law firm, added date of implant, added patient harms, added product experience codes, added stem, corrected revising hospital. Doi: (B)(6) 2009 - dor: (B)(6) 2018 (right hip). This complaint was updated on 04 jan 2019.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address painful hip. Doi: unknown; dor: (B)(6) 2017; right hip.